Event description:
The facility's biomed engineer reported an infusion pump with an 550 failure code. The hospital representative stated to the baxter service facility that they have no recored of any pt incident involving the pump since the last baxter service event.